Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing / chamber, nasal / throat irritation or soreness, nausea, strange odor related to a CPAP device's sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging particles in tubing / chamber, nasal / throat irritation or soreness, nausea, strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer hung up and terminated the call before asking gfe related questions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated and corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing / chamber, nasal / throat irritation or soreness, nausea, strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During lab investigation observed confirm that the device powers up and provides airflow using a known good power supply. Pil observed dirt/dust contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box upper cap, blower, blower outlet seal, rear panel o-ring, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes there was evidence of contamination in the device and confirmed there was evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.